Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found both pitch cables loose at the instrument's wrist. Intuitive motion was not being experienced as a result. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. The housing was removed to find the pitch cables loose at the clamping pulley but the clamping pulley screw was not loose. Electrical continuity testing was performed and passed. An additional observation not reported was insulation damage to the main tube at the distal end. Material was missing. The surface of the main tube appeared to be scraped off in various areas. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the maryland bipolar forceps instrument was not working properly. Loose cables were identified. The planned surgical procedure was completed with a replacement instrument of the same type. There were no reports of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.